Event description:
Got my breast implants (B)(6) 2011, my health issues started with debilitating anxiety out of no where summer of 2014, had to drop out of school because I couldn't even get out of bed. Progressed to brain fog, hair loss, focus and memory problems. Constantly tired, even if sleeping till 10 am, would crash around 3 pm every single day. Muscle aches and mood swings to the point my significant other asked if I was bipolar ( I am not).